Event description:
Customer purchased (B)(4) knee stabilizer adjustable 201902 the beginning of (B)(6). Wore it for a few hours one night. After wearing it a 2nd day noticed that his leg was itchy. Removed it and washed it. Tried wearing again and still his leg was itchy. Tried to put on antibiotic gel and also tried aloe vera. His knee was still very itchy. Scratched almost a layer of skin off. Went to the doctor and received a prescription for pills (diphenhist 25 mg) and a cream (mupirocin ointment usp 2%). Doctor thought he had reaction to the antimicrobial treatment in the knee stabilizer. His leg has since cleared up. Hasn't used medication for over a week. Asking if we have a knee stabilizer that does not contain the antimicrobial treatment.

Manufacturer narrative:
Method - product was not returned to the MFR. Results - product was not returned for evaluation. Conclusions - no conclusion can be drawn.